Event description:
Per the clinic, the patient experienced recurrent infection and pain at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.